Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed two similar complaints for this lot of devices. One of them was reported from the same facility with this complaint. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device not returned to manufacturer.

Event description:
The affiliate reported via email. On (B)(6) 2017, at hospital (B)(6), two patients (B)(6), both underwent arthroscopy surgery of the right shoulder. At the end of the surgery, when the patients were still being withdrawn from the operating room, the surgeon noted that there were signs of burn in both patients. As on (B)(6) 2017, another case of burn has occurred (complaint (B)(4)), the dr. Is attributing the cause of the burn on his both patients of (B)(6) to the vapr product (code: 227204 / u1611093) use. The material can not be returned to evaluation because it was discarded by the hospital, however, the hospital urgently requests research from the manufacturer. As the event of (B)(6) occurred with two different patients, two separately complaints will be registered. Please consider this complaint for patient #1 (B)(6). Additional information received via email from the affiliate on (B)(4) 2017. The issue was detected as soon as the surgery finished, when they were removing the patient from the surgery room. The photo of this patient was not available. Degree of burn was not reported. Patient is under good status and was treated with silver sulfadiazine and skin hydration. The surgery procedure time was not prolonged but after the procedure, the patient had to be treated due the burning. As other two similar situations happened the day before ((B)(6)), the surgeon believes that are probable caused by the product used, since all the procedures used similar devices (same lot). The other two cases were reported to mitek inbox: (B)(4). There were no contributing factors that lead to the event the patient or user was experiencing there was no resulting surgical delay the procedure was able to be completed no patient impact besides the burn.